Manufacturer narrative:
Product complaint # (B)(4). Investigation summary background: d10: concomitant device reported: h3, h4, h6: device history lot: part number: 314.467, synthes lot number: 7154819, supplier lot number: n/a, release to warehouse date: 03apr2013, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups malden, ma site, the star-drive screwdriver shaft, was observed to be broken. There were no patient and surgical involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n: 314.467, lot number: 7154819) was received at us cq. Visual inspection of the complaint device showed the device was not broken. However, the tip was stripped and twisted. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. However, the received condition is not consistent with the complaint condition of broken thus the complaint is not confirmed. Investigation conclusion: after a visual inspection per guidance provided. It is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups malden, ma site, the stardrive screwdriver shaft, was observed to be broken. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 (B)(4).